Event description:
This case was initially received via regulatory authority FDA (reference number: FDA-2014-n-0736-0249) on 13-aug-2015. The most recent information was received on 07-sep-2017. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("the ultrasound revealed only one coil / the one coil remaining in her body migrated out of her fallopian tube and into her abdominal cavity") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. In 2011, the patient experienced back pain ("pain in my back is unbearable/back pain on her left side"), abdominal pain ("abdominal pain on her left side"), menorrhagia ("heavy menstrual bleeding") and abdominal pain lower ("cramping"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("lot of pain even during sex"), coital bleeding ("bleeding during sex"), pain in extremity ("pain down my leg"), polymenorrhoea ("also been having extra bleeding I am right now on my third cycle for this month alone"), abdominal pain upper ("pain in my stomach is unbearable"), abdominal distension ("stomach stays swollen"), libido decreased ("sex drive is way down") and headache ("get headaches real bad"). The patient was treated with surgery (full hysterectomy and removal of the remaining essure coil in (B)(6) 2016). Essure was removed in (B)(6) 2016. At the time of the report, the device dislocation, dyspareunia, coital bleeding, pain in extremity, polymenorrhoea, back pain, abdominal pain upper, abdominal distension, libido decreased, headache, abdominal pain, menorrhagia and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, back pain, coital bleeding, device dislocation, dyspareunia, headache, libido decreased, menorrhagia, pain in extremity and polymenorrhoea to be related to essure. The reporter commented: she was not informed that the device had been improperly inserted. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in 2011: revealed that only one coil was in her body. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 7-sep-2017: summons received, case became potentially legal, reporter and indication added, events the one coil remaining in her body migrated out of her fallopian tube and into her abdominal cavity, abdominal pain on her left side, heavy menstrual bleeding and cramping were added. A full hysterectomy and removal of the remaining essure coil was required (case upgraded to incident). Essure legal manufacture has changed from (B)(4) to (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type [?]initial' indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 13-aug-2015. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("the ultrasound revealed only one coil / the one coil remaining in her body migrated out of her fallopian tube and into her abdominal cavity/essure coil migrated from the fallopian tube into the intestines - device ripped through her body") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. A20064) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: mirena in 2006. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced back pain ("pain in my back is unbearable/back pain on her left side"), abdominal pain ("abdominal pain on her left side"), menorrhagia ("heavy menstrual bleeding/first period after the essure it was longer and heavier") and abdominal pain lower ("cramping"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), dyspareunia ("lot of pain even during sex/dyspareunia"), coital bleeding ("bleeding during sex"), pain in extremity ("pain down my leg"), polymenorrhoea ("also been having extra bleeding I am right now on my third cycle for this month alone"), abdominal pain upper ("pain in my stomach is unbearable"), abdominal distension ("stomach stays swollen"), libido decreased ("sex drive is way down"), headache ("get headaches real bad"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and cystitis ("bladder infections"). The patient was treated with surgery (full hysterectomy, remove 6 inches of intestines and removal of remaining essure coil in (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, genital haemorrhage, dyspareunia, back pain, abdominal pain upper, abdominal pain, abdominal pain lower, dysmenorrhoea and fatigue had resolved, the coital bleeding, pain in extremity, polymenorrhoea, abdominal distension, libido decreased, headache, menorrhagia and gastrointestinal disorder outcome was unknown and the alopecia and cystitis had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, back pain, coital bleeding, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, genital haemorrhage, headache, libido decreased, menorrhagia, pain in extremity and polymenorrhoea to be related to essure. The reporter commented: she was not informed that the device had been improperly inserted. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: either migration or expulsion of one coil, they only found one coil; did not know location of other coil.; in 2011: results: revealed that only one coil was in her body. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter's information was added. Updated outcome of events. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0249) on 13-aug-2015. The most recent information was received on 02-mar-2018 this spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("the ultrasound revealed only one coil / the one coil remaining in her body migrated out of her fallopian tube and into her abdominal cavity/essure coil migrated from the fallopian tube into the intestines - device ripped through her body") and genital haemorrhage ("abnormal bleeding (general)") in a female patient who had essure (batch no. A20064) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test ". On(B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced back pain ("pain in my back is unbearable/back pain on her left side"), abdominal pain ("abdominal pain on her left side"), menorrhagia ("heavy menstrual bleeding/first period after the essure it was longer and heavier") and abdominal pain lower ("cramping"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), dyspareunia ("lot of pain even during sex/dyspareunia"), coital bleeding ("bleeding during sex"), pain in extremity ("pain down my leg"), polymenorrhoea ("also been having extra bleeding I am right now on my third cycle for this month alone"), abdominal pain upper ("pain in my stomach is unbearable"), abdominal distension ("stomach stays swollen"), libido decreased ("sex drive is way down"), headache ("get headaches real bad"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), alopecia ("hair loss"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and cystitis ("bladder infections"). The patient was treated with surgery (full hysterectomy, remove 6 inches of intestines and removal of remaining essure coil in jul-2016). Essure was removed in july 2016. At the time of the report, the fallopian tube perforation had resolved, the genital haemorrhage, dyspareunia, coital bleeding, pain in extremity, polymenorrhoea, back pain, abdominal pain upper, abdominal distension, libido decreased, headache, abdominal pain, menorrhagia, abdominal pain lower, dysmenorrhoea, fatigue and gastrointestinal disorder outcome was unknown and the alopecia and cystitis had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, back pain, coital bleeding, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, genital haemorrhage, headache, libido decreased, menorrhagia, pain in extremity and polymenorrhoea to be related to essure. The reporter commented: she was not informed that the device had been improperly inserted. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in 2011: revealed that only one coil was in her body most recent follow-up information incorporated above includes: on 2-mar-2018: pfs received. New events added- abnormal bleeding (general), dysmenorrhea, fatigue, hair loss, gastrointestinal or digestive system condition, device ripped through my body, bladder infections, pain and did not undergo essure confirmation test. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0249) on (B)(6) 2015. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("the ultrasound revealed only one coil / the one coil remaining in her body migrated out of her fallopian tube and into her abdominal cavity/essure coil migrated from the fallopian tube into the intestines - device ripped through her body") and genital haemorrhage ("abnormal bleeding (general)") in a female patient who had essure (batch no. A20064) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test ". On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced back pain ("pain in my back is unbearable/back pain on her left side"), abdominal pain ("abdominal pain on her left side"), menorrhagia ("heavy menstrual bleeding/first period after the essure it was longer and heavier") and abdominal pain lower ("cramping"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), dyspareunia ("lot of pain even during sex/dyspareunia"), coital bleeding ("bleeding during sex"), pain in extremity ("pain down my leg"), polymenorrhoea ("also been having extra bleeding I am right now on my third cycle for this month alone"), abdominal pain upper ("pain in my stomach is unbearable"), abdominal distension ("stomach stays swollen"), libido decreased ("sex drive is way down"), headache ("get headaches real bad"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), alopecia ("hair loss"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and cystitis ("bladder infections"). The patient was treated with surgery (full hysterectomy, remove 6 inches of intestines and removal of remaining essure coil in jul-2016). Essure was removed in july 2016. At the time of the report, the fallopian tube perforation had resolved, the genital haemorrhage, dyspareunia, coital bleeding, pain in extremity, polymenorrhoea, back pain, abdominal pain upper, abdominal distension, libido decreased, headache, abdominal pain, menorrhagia, abdominal pain lower, dysmenorrhoea, fatigue and gastrointestinal disorder outcome was unknown and the alopecia and cystitis had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, back pain, coital bleeding, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, genital haemorrhage, headache, libido decreased, menorrhagia, pain in extremity and polymenorrhoea to be related to essure. The reporter commented: she was not informed that the device had been improperly inserted. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in 2011: revealed that only one coil was in her body quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.